Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd a scs system, including an ipg and surgical lead, on (B)(6) 2011. It was reported that the pt had a routine postoperative programming session to provide better stimulation coverage for the left leg. It was reported that the pt was standing during programming and reported feeling ill, and the pt experienced a vasovagal attack. The hospital nursing staff treated the pt with oxygen, checked blood sugar levels, and rested the pt. It was reported that the pt recovered and programming was reinitiated, but the pt experienced another vasovagal episode. Programming was stopped, and the pt was later discharged from the hospital with no changes to programming. F/u on the pt found that the pt was reassessed on (B)(6) 2011. Reprogramming was reported as successful, and the pt reported effective stimulation to both legs and lower back coverage. No vasovagal episodes were noted. No further issues have been reported from the pt.